Manufacturer narrative:
H6: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vicm5_13.2 implantable collamer lens, -10.50 diopter, within the same surgery due to the lens was torn before loading. The reporter indicated the lens was received with a small tear. As the lens was being injected into the anterior chamber, the lens came out from the injector already broken. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Patient weight: unk. Patient ethnicity: unk. Patient race: unk. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in a microcentrifuge vial, with residue/debris on product. Visual inspection found the haptic torn. There was debris throughout the lens. Claim # (B)(4).